Event description:
As stated by the customer (B)(6) 2011: shower trolley stretcher loose. An arjohuntleigh technician was on site and checked unit and found broken bolts.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.